Event description:
It was reported to resmed that an astral device had a display issue. During evaluation, the device displayed an internal battery degraded warning alarm. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Performance testing confirmed the reported display issue. Visual inspection of the display revealed physical damage. Review of the device data logs confirmed an internal battery degraded warning alarm and revealed an error message (sf180) related to a battery charger fault. The device was scrapped due to the customer declined repair. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported display issue was due to physical damage while sf180 and internal battery degraded warning alarm were due to an isolated component failure within the device battery assembly. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).